Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the customer replaced the pbp board, dock connector, dock bracket, and a flex cable as a precaution. The replaced parts were returned to zoll for evaluation and the malfunction could not be duplicated. The customer confirmed that by replacing these parts, the device is now back in clinical use. Analysis for reports of this type has not identified an increase in trend.